Event description:
Information received indicates the head of the bed will not go up.

Manufacturer narrative:
The technician found the hydraulic manifold had fluid leaking from the base. The technician replaced the manifold to repair the bed.